Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative realigned the tabletop cover to allow the oxygen flush button to move freely.

Event description:
The hospital reported the oxygen flush button stuck open. There was no report of patient involvement.